Event description:
It was reported that the user contacted support for guidance to perform a factory reset and full supply change on the ilet due to meal maladaptation after a cruise, while using a dexcom g7 and comfort/contact detach-type infusion sets. The agent led the user through reset and setup and instructed on entering body weight and transitioning to bionic mode once cgm warmup completed, indicating a use-related procedure issue. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to user interface and an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.